Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump communicated properly with one touch ultralink blood glucose meter. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The parent of a customer reported via phone call of high blood glucose of 431 mg/dl. Customer indicated that the meter may not be reading correctly. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.